Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty passing the guidewire through the introducer needle was confirmed and the cause appeared to be use related. The product returned for evaluation was a 0.018" x 50cm nitinol guidewire. The investigation findings were consistent with retraction of the guidewire against the introducer needle. It was determined that the wire was not in fact ¿frayed¿ but may have appeared such as the flexible tip contained fibers of biological material. The returned product sample was examined under microscope and the flexible tip was confirmed to be intact and complete. The coil section of the wire remained tightly bound to the inner core wire and no breaks were observed. The wire was covered in biological material, which in some regions appeared to be fibrous. Normal movement of the guidewire is away from the sharpened bevel and will not cause this type of event. Retraction of the wire against the needle can both damage the wire and in some cases result in biological material being pulled into the needle and can cause the components to become stuck. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebu0692 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that during threading of the guidewire it stopped with resistance. It was stated that the nurse removed the wire and it was noted to be frayed at the end. The wire was measured with another wire to insure it did not break. A new kit was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0692 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that during threading of the guidewire it stopped with resistance. It was stated that the nurse removed the wire and it was noted to be frayed at the end. The wire was measured with another wire to insure it did not break. A new kit was used to complete the procedure. There was no harm to the patient.